Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device does not recognize an open door, which was reproduced. The reported symptom was verified and found during visual inspection to be caused by a damaged upper latch switch. The upper auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize that the door was open. There was no known patient injury or medical intervention associated with this event. No additional information is available.